Manufacturer narrative:
Terumo has received the device for evaluation; however, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. For this reason, terumo references evaluation conclusion code 11. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass, during out of box, from the top of the reservoir to the one way valve, there appears to be water/condensation in it. No patient involvement.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on august 15, 2022. Upon further investigation of the reported event, the following information is new and/or changed: d4 (additional device information - added expiration date). G3 (date received by manufacturer). G6 (indication that this is a follow-up report). H2 (follow-up due to additional information and device evaluation). H3 (device evaluated by manufacturer). H4 (device manufacture date). H6 (identification of evaluation codes 10, 11, 3331, 202, 25). Type of investigation #1: 10 - testing of actual/suspected device. Type of investigation #2: 11 - testing of device from same lot/batch retained by manufacturer. Type of investigation #3: 3331 - analysis of production records. Investigation finding: 202 - inappropriate material. Investigation conclusions: 25 - cause traced to manufacturing. The affected sample was inspected upon receipt to confirm the presence of a foreign substance within the purge line. Per the inspection criteria, the foreign substance is out of specification. It was attempted to be extracted for an ftir scan; however, a sample was unable to be obtained. A representative retention sample was reviewed with no foreign substance observed within the purge line. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.